Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Customer's other blood glucose value were over 600mg/dl. The customer was treated with manual injections for high blood glucose values. The cannula of the insulin set was bent. The insulin pump alarmed no delivery. The customer declined the troubleshooting for high blood glucose due to bent cannula. The device is not expected to be returned for analysis.